Manufacturer narrative:
The referenced report of previously reported driveline infection is captured under medwatch MFR report # 2916596-2017-03259. (B)(4). Approximate age of device- 1 year and 6 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was previously reported that the patient was diagnosed with a driveline infection, and had chronic pseudomonas skin infection and continued on antibiotics. The patient was admitted to the hospital on (B)(6) 2018 for a planned irrigation and debridement of the driveline exit site on (B)(6) 2018. After the procedure, the patient¿s skin was left open with wound vac. A repeat incision and drainage (I&d) and relocation of the driveline was planned. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.